Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced material deformation and patient device interaction problem. The information was received from various sources. This malfunctions involved patients with no patient consequences. A (B)(6) years old female patient was reported with an unknown weight. The other patient is a (B)(6) year old female, whose weight was also not provided.